Event description:
Healthcare professional reported: "it was noted that [patient] had sufficient volume discrepancies starting [date] for which port replacement was indicated. Surgery was postponed until [patient] had a baby. The poster leak was confirmed at explant on [date]. Saline was injected and a posterior egress of the fluid through posterior aspect of the port was readily observed between the port central cup and turret. The device was explanted and will be returned to allergan for product analysis.

Manufacturer narrative:
Medwatch sent to FDA on: (B)(4) 2013. The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."